Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle broken from the applicator during insertion of the sensor. The insertion site was at the back. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined. The sensor was inserted into the back. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle and cannula were safely housed inside the applicator body. The reported event of a broken needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was received for evaluation. It was observed that the deployment appeared to be successful since the sensor appears to be in the appropriate position, however, only one photo of the applicator was provided and from the angle of the photo, the needle and cannula position can not be confirmed. The reported event that an introducer needle broken from the applicator during insertion of the sensor was not confirmed. A root cause could not be determined.